Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure: hip revision - pinnacle cup and liner. Primary surgery date (B)(6) 2011. Revision of head and insert was performed on (B)(6) 2011. Pinnacle cup and liner were subsequently revised on (B)(6) 2014. 52mm sector cup, 32+4 10deg hooded constrained liner, and 32+5 ts head were all removed. 32+5 ts head with a stryker mdm cup were implanted. Implants were discarded in line with hospital protocol, patient was also (B)(6). Patient had dislocated getting out of a chair. Patient had a pinnacle constrained liner insitu and dislocated leaving the constrained liner and liner ring intact.

Manufacturer narrative:
Procedure: hip revision - pinnacle cup and liner. Primary surgery date (B)(6) 2011. Revision of head and insert was performed on (B)(6) 2011. Pinnacle cup and liner were subsequently revised on (B)(6) 14. 52mm sector cup, 32+4 10deg hooded constrained liner, and 32+5 ts head were all removed. 32+5 ts head with a stryker mdm cup were implanted. Implants were discarded in line with hospital protocol, patient was also (B)(6). Patient had dislocated getting out of a chair. Patient had a pinnacle constrained liner insitu and dislocated leaving the constrained liner and liner ring intact. The devices associated with this report were not returned. A review of the device history records for the provided product and lot combinations did not reveal any related manufacturing deviations or anomalies. A DHR review or lot specific database search was not possible for the additional product associated with this report as lot code(s) was not provided. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a. An x-ray was provided and reviewed by engineering confirming dislocation. There is not enough data provided to determine root cause of dislocation. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.